Manufacturer narrative:
The product analysis results are pending completion of the evaluation.

Event description:
Customer reported the em210 is getting hot. There was no patient impact.

Manufacturer narrative:
The evaluation could not verify heating of the device. The pre-temperature testing found the starting or pre-temperature testing measured 76.9 degrees f. The temperature measured while running the device was 91.1 degrees f. The maximum allowable temperature per the device specification is 118 degrees f. No fault was found with the device and it was returned to the customer. If information is provided in the future, a supplemental report will be issued.